Event description:
It was reported that during insertion of the port, the physician tested the port by withdrawing blood after the catheter was connected to the port. However clots of blood in the port resulted in occlusion and the clots could not be removed by flushing. The port was exchanged without any patient complication.